Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated glucose after lunch while newly using the ilet, with the caregiver announcing meals incorrectly by deliberately selecting larger meal announcements to obtain more insulin; education was provided to establish usual meal announcements for accurate dosing. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and completion of troubleshooting and education. Investigation included customer counseling and use review focused on meal announcement practices. Investigation of this case revealed user handling and application use inconsistent with intended operation, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement selection.